Event description:
Patient was revised due to pain.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Provided product information required to search the complaint database was invalid. The initial reporting stated the products are not suspected of failing to meet specifications or contributing to the event. The investigation could not verify or draw any conclusions about the root cause of the reported pain. No evidence was found suggesting product contribution to the reported event and the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.